Event description:
The manufacturer received information alleging a ventilator is not triggering breaths correctly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assembly and air inlet filter were replaced to address the issue. The blower assembly and air inlet filter were contaminated with dirt/dust.